Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was later explanted due to normal battery depletion. No adverse patient effects were reported during the procedure. The hospital retained the device and was not expected to be returned for reliability analysis.

Event description:
Boston scientific received information that device system delivered a shock. Subsequently, the patient implanted with this device system fell, sustaining a severe bruise on the chest over the device area. Upon device interrogation, a fault code was observed, indicating extended charge time measurements of greater than 45 seconds. The device indicated end of life (eol) had been declared, with a monitoring voltage of 2.53v. The most recent charge time measurement was 39.2 secs from approximately nine months prior. Review of the logbook displayed diverted episodes indicating the same fault code. Review of electrograms (egms) showed that the patient was in and out of ventricular tachycardia (vt). It was noted that the patient was non-compliant with follow up appointments. Technical services was consulted and discussed that the patient to be considered as unprotected and recommended device replacement. The device remains in service. The patient's physician sent the patient home wearing a defibrillation life vest until the chest injury healed.

Manufacturer narrative:
(B)(4).